Event description:
It was reported the patient experienced implantable neurostimulator (ins) pocket site pain. The ins pocket was revised on (B)(6) 2011. The patient outcome was resolved without sequela on same date. 2012 (B)(6): clinical merged record: from (B)(4): event: pocket site pain outcome: resolved without sequelae resolved date: (B)(6) 2012 interventions: lead replaced : (B)(6) 2012 neurostimulator replaced : (B)(6) 2012 etiology: incisional site/device tract: neurostimulator pocket / signs symptoms: pocket site pain

Event description:
Additional review determined the event occurred with the patient's previous implantable neurostimulator (serial #(B)(4)). Refer to manufacturer report #3004209178-2012-01581. Any additional information received regarding this event will be reported under that report number.

Manufacturer narrative:
Product ID unknown, lead lot# unknown, serial#, implanted: explanted: product typ lead, product ID 3889-28, lot# v501927, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).

Manufacturer narrative:
Note that the initial medwatch should have had date (B)(4) 2012 in this box, therefore the correct due date was (B)(4) 2012.